Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, a definitive cause for failure to capture the leaflets and torn leaflet could not be determined. It may be possible that anatomical conditions contributed to the difficulties; however, this could not be confirmed. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for tissue damage (mitraclip ntr 90419u108). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a large jet extending from the medial to the lateral part of the valve. One mitraclip was implanted successfully in the central-medial position. A second mitraclip (90409u104) was advanced, however it got stuck in the chordae. After several troubleshooting attempts, the clip was freed and removed from the anatomy. A third mitraclip (90419u108) was advanced, however after one grasping attempt, during the leaflet insertion assessment, there was a loss of leaflet capture when grippers were lowered which resulted in a tear of the anterior leaflet. The clip delivery system and the undeployed clip were removed from the anatomy. Post procedure mr was 3-4+. There was no clinically significant delay in the procedure. No additional information was provided.